Manufacturer narrative:
Concomitant medical products: 7227cx ICD, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had oversensing of noise and triggered an alert transmission. Isometric testing was able to reproduce the noise on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.